Manufacturer narrative:
Added: d3. Corrected: d4 (serial & catalog), h3. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Patient-device interaction/ minor bleed: the cause of minor bleed was most likely use related since hematoma occurred when patient was turned on his side for echo. No product defect found during evaluation.

Manufacturer narrative:
Additional information has been provided in b5 (event description). Correction d4 primary UDI number.

Event description:
Additional information was received indicated that the amber/pink tinged urine. Labs ok no significant drop in h&h, no increase in ldh. Impella catheter migrated during transport, but was repositioned early this morning.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 45-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. During support, amber/pink tinged urine was observed. Laboratory results were unremarkable, with no significant drop in hemoglobin and hematocrit, and no increase in ldh. The impella catheter migrated during transport but was repositioned early the next morning. The patient required some blood. When the patient was turned on his side for echocardiography, a small hematoma (about 4x8 cm) formed at the insertion site. No blood products were given at that time. The patient survived to explant. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, device position, and hemodynamic instability.